Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was recaptured four times for repositioning due to calcification. During the fourth recapture attempt, the capsule of the dcs rolled up on itself with overlapping fragments. The dcs could not fully recapture the valve. The valve and the dcs were removed from the patient. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Recapturing is a feature of the device that allows for additional attempts at accurately positioning the valve. The device instructions for use (IFU) gives the following instruction regarding the number of permitted recaptures; "deployment of the bioprosthesis can be attempted 3 times. If the bioprosthesis is recaptured a third time, it must be removed from the patient." Various factors can affect valve positioning including the patient anatomy or physician technique. In this case, it was noted that calcification was a factor in the positioning issues. This indicates that the probable cause of the positioning difficulties was patient anatomy. The subject delivery catheter system (dcs) was not returned for analysis however, still cine images submitted for review show what appears to be a buckled capsule (capsule rolled up on itself). Capsule buckling typically occurs due to excessive compressive forces applied during the valve loading process. This excessive compressive force is only experienced when the valve is loaded incorrectly. Loading of the valve is a process in which the outcome is highly dependent on the operator experience and technique. Based on the information available, it is not possible to confirm if there was a misload in this case. If information is provided in the future, a supplemental report will be issued.